Event description:
Pt having esophagogastroduodenoscopy with esophageal variceal band ligation, injection sclerotherapy. During banding the device failed to deploy bans twice. Two band were placed when the third band was attempted the device would not fire, resulting in bleeding as the varix was released. The instrument was removed and reintroduced with another failed deployment. Due to heavy bleeding an injection of sclerotherapy was performed. Pt currently on vent and received 2 units platelets. Reason for use: gi bleed varices.